Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent replacement surgery of the ascending aorta and a bypass surgery to the brachiocephalic artery were performed. On (B)(6) 2010, a bypass surgery from the right axillary artery to left common carotid and left axillary arteries was performed. The patient then underwent an endovascular procedure using two gore tag thoracic endoprostheses ((B)(4)) to repair a dissected thoracic aortic aneurysm. The proximal neck of the tag devices were placed within the surgical graft at the ascending aorta. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging revealed a type ii endoleak of unknown origin. No aneurysm enlargement was observed. On (B)(6) 2010, an additional endovascular procedure was performed to repair the type ii endoleak whereby the origin of the endoleak was coil embolized. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, six month follow-up imaging revealed another type ii endoleak originating from the left subclavian artery, distinct from the one observed on (B)(6) 2010. No aneurysm enlargement was observed. On (B)(6) 2011, one year follow-up imaging showed that the endoleak persisted. On (B)(6) 2012, another additional endovascular procedure was performed to repair the endoleak whereby the left subclavian artery was coil embolized. The patient tolerated the procedure. On (B)(6) 2012, two year follow-up imaging showed that the endoleak was resolved. Subsequent follow-up imaging showed no issue. At the end of (B)(6) 2015, the patient developed cerebral infarction. The infarction was reportedly not device or procedure related. The patient is being monitored. No further information is available.